Event description:
The user facility reports a leak between the arterial chamber and cap. This was found approx 1 hr, 20 mins into treatment. A new line was set up to resume and complete treatment. Ebl = 70 cc. No pt injury or need for medical intervention is reported. This MDR is filed for blood loss only.

Manufacturer narrative:
Investigation is pending at the time of filing initial MDR.